Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, a field service engineer (fse) conducted an onsite follow-up with the customer to address the reported event. During servicing, the fse found that the main sample nozzle assembly was broken. Fse replaced the sample nozzle assembly and performed alignments. They also ran samples at the loader and at the beltline. The customer ran samples to verify the instrument was operating as expected. There was no further action required by fse. The most probable cause of the reported event was broken sample nozzle assembly.

Event description:
On (B)(6) 2017, a customer reported sample probe #4 broke in half with their aia-2000 analyzer. The customer was unable to run intact parathyroid hormone (ipth) assays. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ipth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.